Event description:
It was reported that during a lap cholecystectomy procedure that after firing the first clip, the second clip fell of the jaws of the applier, and the third clip didn't close down properly on the vessel. No bleeding occurred or damage to the vessel. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).